Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented to the clinic for a follow up. Interrogation showed the patient's left ventricular (lv) lead pacing impedance was high, the lead was capturing the patient's phrenic nerve and had increased capture threshold. The physician suspected the lead was fractured. The lead was capped and replaced on (B)(6) 2021. There were no patient consequences throughout.

Manufacturer narrative:
A partial lead with the connector portion measuring 8.3 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.